Event description:
It was reported the patient presented to the hospital after receiving several inappropriate therapies. Noise on the pace/sense portion of the lead was observed. Lead fracture and insulation damage were noted. The lead was explanted and replaced with no complications. The patient tolerated procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 3.9-4.2cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise and inappropriate therapy.